Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint (B)(4)against columbia agar with 5% sheep blood, catalog number 254071. Event description: it was reported that plates with media were found to be contaminated. Complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: a batch history record review could not be performed as the lot number was not provided. Sample analysis: pictures were not provided. Retain samples could not be reviewed as the lot number was not known. Evaluation results: based on the internal investigation, this complaint can be confirmed for contamination. Since a trend was identified, a thorough investigation is currently underway. Investigation conclusion: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that the bd plate columbia ag 5prct sb 90mm had contamination in the media. The following information was provided by the initial reporter: media contaminated

Event description:
It was reported that the bd plate columbia ag 5prct sb 90mm had contamination in the media. The following information was provided by the initial reporter: media contaminated.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood catalog number 221263. Medical device lot #: 1236751 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.